Event description:
In 08/05 reporter contacted lifescan on behalf of the pt alleging that their one touch ultra meter was prompting the error 4 message. The pt did not experience any symptoms of high or low blood glucose levels during the time of concern. They contacted a medical professional for advice; however, no treatment was sought. Based on the infor available there is no indication that the product(s) contributed or caused serious injury. The customer service agency verified that the approximate room temperature was with range, the correct testing and cleaning techniques were being used, and the test strips were in good condition. The csa walked the reporter through a retested and the meter prompted the error 4 message, indicating that the test strips may have been damaged or moved during the testing, the sample was imprperly applied, or the pt had elevated blood glucose and testing in an environment near the low end of the system's operating temperature range. Due to an unresolved error prompt, this complaint is being reported as a product malfunction. The meter, test strips, and control solution were replaced.